Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer number:3006705815-2023-06379. It was reported the patients both leads were exhibiting high impedances during an elective revision of ipg. As such both the leads were explanted and replaced with new ones, thereby addressing the issue.